Event description:
The customer reported that the tip of the device broke during the procedure and fell into the pt cavity. The piece was not retrieved from the pt. The site notified the pt of the issue. The procedure was for pain relief after a total knee replacement that developed fibrotic tissue problems. The surgery was performed to break up the fibrous tissue to alleviate the pt's pain. The surgeon did not perform an x-ray, as the surgeon thought it would not be beneficial because of the hardware that was already in the pt's knee. The surgeon filtered the irrigation fluid from the procedure site and found nothing in the results. The surgeon is confident that the piece remains in the pt. The piece was not removed as it is probably embedded in the infected tissue and the surgeon opted not to remove it from pt. The customer is not releasing the incident device for eval.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. The return of the incident device has been requested, however, the customer is not releasing the incident device for eval. Add'l questions in regard to the incident have been asked. If the device is rec'd, or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.